Event description:
Customer reported intermittent spirit insulin pump button failure. The up and down arrow buttons are the only defective buttons. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.